Event description:
A patient in (B)(4) was undergoing a dialysis treatment that involved bicart. The patient had a cardiac arrest within 5 minutes of initiating treatment. The patient was successfully resuscitated with CPR and an infusion of 1.5 l of saline. The dialysis treatment continued for four hours as scheduled without changing any equipment or disposable products. The patient's troponin level was elevated and the patient was admitted to the hospital after the dialysis session for observation.the cause of the event is unknown.

Manufacturer narrative:
The bicart product involved in this incident was discarded and not available for investigation.